Event description:
It was reported that bd phaseal¿ optima system, injector, n35-o had flow issues. This was discovered during use. The following information was provided by the initial reporter: material no: 515052, batch no: unknown. It was reported that syringe pump had issues administering the medication when used in conjunction with a 5ml syringe with the phaseal injector attached. This looks like an optima design flaw in its application for alaris syringe pumps, causing us concern a lot of workaround to provide patient with time meds and keep staff safe. As expected, we continue to come across unique situations that have challenged our use of phaseal. Just as a recap, all hazardous med syringes for administration via syringe pump are sent out with a phaseal injector on the end. Usually this piece stays in place and is used to administer the dose. Last week it was identified that syringes smaller than 5ml with the phaseal injector attached were not compatible with our syringe pumps. We adjusted our processes and measured smaller doses in 1ml syringes and transferred to 5ml syringes with phaseal attached for dispensing. This worked well for our most commonly used hazardous med (fluconazole) because it¿s a dilute med so the doses are usually on the larger ml size. However, we now have a baby in the nicu receiving fosphenytoin at a dose of 0.23 ml (recently increased today from a dose of 0.19 ml). As decided last week, we drew it up in a 1 ml syringe and sent in a 5 ml syringe with the phaseal injector attached. The syringe pump had issues administering this med (per the rn, it was reading as empty syringe; however, when I tested it, the pump did not give that error message but did not calculate the correct ml/hr rate when the drug library was used). We have now come up with a 2-part solution. We discussed the best short-term solution for this and believe that bypassing the drug library (which you¿d have to do in order to administer the med in a 1 ml syringe with the phaseal attached) is not the best method for obvious safety reasons. Short term solution: hazardous med doses < or = 0.8ml: pharmacy to send doses in 1ml syringe with the phaseal injector attached. Rn to remove phaseal injector at bedside for administration wearing full ppe. This will allow the rn to use the syringe pump (and pump drug library) to administer the medication safety via the pump. Hazardous med doses > 0.8ml: pharmacy will measure in a 1ml syringe and then transfer to a 5ml syringe with the phaseal injector attached. Rn to administer as dispensed (do not remove phaseal at bedside). Long term solution: I will work on making a more dilute product of fosphenytoin so we have a larger total volume to administer for these smaller doses. I will also review other hazardous meds (i.e. Ganciclovir, fluconazole). Unfortunately this takes time in terms of updating our IV dose edge pharmacy system, epic and the syringe pumps. We realize this isn¿t an optimal solution but short term it is the only way to allow these critical seizure med doses to be administered in a timely manner. Peds pharmacy will also be informed of this change. This complaint is to capture the event related to the baby in the nicu.

Manufacturer narrative:
Correction: opened in error, record to be cancelled. Please refer to (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ optima system, injector, n35-o had flow issues. This was discovered during use. The following information was provided by the initial reporter: material no: 515052 batch no: unknown. It was reported that syringe pump had issues administering the medication when used in conjunction with a 5ml syringe with the phaseal injector attached. This looks like an optima design flaw in its application for alaris syringe pumps, causing us concern a lot of workaround to provide patient with time meds and keep staff safe. As expected, we continue to come across unique situations that have challenged our use of phaseal. Just as a recap, all hazardous med syringes for administration via syringe pump are sent out with a phaseal injector on the end. Usually this piece stays in place and is used to administer the dose. Last week it was identified that syringes smaller than 5ml with the phaseal injector attached were not compatible with our syringe pumps. We adjusted our processes and measured smaller doses in 1ml syringes and transferred to 5ml syringes with phaseal attached for dispensing. This worked well for our most commonly used hazardous med (fluconazole) because it¿s a dilute med so the doses are usually on the larger ml size. However, we now have a baby in the nicu receiving fosphenytoin at a dose of 0.23 ml (recently increased today from a dose of 0.19 ml). As decided last week, we drew it up in a 1 ml syringe and sent in a 5 ml syringe with the phaseal injector attached. The syringe pump had issues administering this med (per the rn, it was reading as empty syringe; however, when I tested it, the pump did not give that error message but did not calculate the correct ml/hr rate when the drug library was used). We have now come up with a 2-part solution. We discussed the best short-term solution for this and believe that bypassing the drug library (which you¿d have to do in order to administer the med in a 1 ml syringe with the phaseal attached) is not the best method for obvious safety reasons. Short term solution: hazardous med doses < or = 0.8ml: pharmacy to send doses in 1ml syringe with the phaseal injector attached. Rn to remove phaseal injector at bedside for administration wearing full ppe. This will allow the rn to use the syringe pump (and pump drug library) to administer the medication safety via the pump. Hazardous med doses > 0.8ml: pharmacy will measure in a 1ml syringe and then transfer to a 5ml syringe with the phaseal injector attached. Rn to administer as dispensed (do not remove phaseal at bedside). Long term solution: I will work on making a more dilute product of fosphenytoin so we have a larger total volume to administer for these smaller doses. I will also review other hazardous meds (i.e. Ganciclovir, fluconazole). Unfortunately this takes time in terms of updating our IV dose edge pharmacy system, epic and the syringe pumps. We realize this isn¿t an optimal solution but short term it is the only way to allow these critical seizure med doses to be administered in a timely manner. Peds pharmacy will also be informed of this change. This complaint is to capture the event related to the baby in the nicu.